Manufacturer narrative:
Plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. The device was subjected to a simulated treatment test which was completed without any failures or alarms. There were no fluid leaks found in the test cassette during the test treatment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The system air leak test, valve actuation test, and load cell verification test passed. An interior inspection showed signs of dried fluid within the cassette compartment. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no issues found during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. An evaluation of the returned device could not identify any failures.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
The peritoneal dialysis (pd) patient reported a large drain during treatment. The patient experienced drain volume that was of 194% of their fill volume. The patient was asymptomatic and did not experience an adverse event. The patient had a last drain volume of 3300ml and their largest fill volume was 1700ml. The reported large drain of 3300ml was 194% over the expected drain volume which resulted in a reportable device malfunction. During follow up the patient's nurse reported that the patient did not require any medical intervention and did not have any adverse event due to this event. The cycler was replaced.